Event description:
It was reported that during a laparoscopic gastric bypass procedure the device stopped working partway through the case. Multiple attempts were made to get the device to work but failed. A new device was used to complete the case with no patient consequence.